Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 23-25mm with a neck length of 32mm. It was reported one month post the index procedure migration and a type ia endoleak was observed. Intervention was completed with heli-fx endoanchors implanted to resolve the endoleak. Per the investigator the cause of the migration and type ia endoleak was anatomy related due to severe proximal neck angulation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.